Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include coreg, metformin, cardizem, crestor, coumadin, lasix, potassium, lisinopril, albuterol, nitroglycerin, bisacodyl, ultram, and heparin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to coagulopathy, and occlusion of device or native vessel. The reported ¿crimping¿ of the device could not be confirmed, as images were not available for evaluation by gore.

Event description:
On (B)(6) 2015, the patient was implanted with two gore excluder aaa endoprostheses to repair a right common iliac artery aneurysm. The patient tolerated the procedure without any reported complications, and was discharged home the same day. On the same evening, the patient presented to the emergency department with right lower extremity pain, including numbness and a cool temperature in his right foot. The patient was placed on an intravenous heparin drip, and the symptoms subsided. On (B)(6) 2015, the patient underwent bilateral femoral artery re-exploration. During the procedure, both femoral arteries were ballooned, and clots were evacuated by way of vacuum. Procedural angiography revealed the left common femoral artery was widely patent. However, the right common femoral artery showed reduced flow. A "crimping" of the ipsilateral limb ((B)(4)/13865698) was also reportedly identified just distal to the graft bifurcation. Two 12mm x 40mm bard atlas pta balloon catheters were advanced to the bifurcation and inflated in kissing fashion. The physician then implanted two wallstent endoprostheses at the level of the bifurcation. A final angiograph revealed improved flow in both limbs. The patient tolerated the procedure.